Event description:
It was reported that a spectrum pump was alarming for a ec322. There was no pt injury and no further info was provided.

Manufacturer narrative:
(B)(4). The reported symptom "system error 322" was confirmed through the history log. However, the symptom was unable to reproduce during evaluation, due to a constant load set message. The load set message was caused by a lower hook switch failure. The failed lower hook switch will also cause a sys error 322. As a result the lower aux was replaced.